Event description:
Customer reported while on vacation she got caught in the rain and the insulin pump got wet. The device did not have cracks and no water was under the screen. Customer stated the keypad was now unresponsive, she changed the battery and some of the buttons started working intermittently. Customer's blood glucose was 118 mg/dl. Customer she got caught in the rain and the device got wet, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.